Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the advia chemistry 1800 instrument and instrument data. Analysis of the instrument and instrument data indicate that the cause for the discordant sodium result was unknown. The fse replaced the lis amplifiers on the dilution probe pipette, reagent probe pipette 1 and reagent probe pipette 2, replaced the clot sensor and ran qc. The instrument is performing within specifications. No further evaluation of the device is needed.

Event description:
A discordant advia chemistry 1800 sodium result was obtained on one patient sample. The laboratory repeated the sample on the same system and that similiar low result was reported to the physician. The patient was admitted to the emergency room where the sodium results tested normal. After the lab was notified, the same sample was repeated on an alternate advia 1800 system and a corrected result was sent to the physician. There are no known reports of adverse health consequences due to the discordant sodium result.